Event description:
The customer reported that the ventilator went vent inop and alarmed due to adc reference and pressure sensor failures. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the customer contacted manufacturers product support (pse) who advised evaluation of the data acquisition pcb board for replacement to address the reported problem.

Manufacturer narrative:
Device is out of warranty; no request for manufacturers service. (B)(4).